Manufacturer narrative:
B3: event date is not known.  Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; g2: the country of the event is de h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient claimed that they saw a "oor" message on their handset. After switching groups, they can increase stim again but need a very high intensity of over 8ma for any therapy effect. The patient stated the lead is 7 years old and already has "issues" ("unclear if high / low impedance"). The patient was referred back to the clinic for an impedance check and re-programming. No symptoms were reported.